Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a loss of capture of unknown duration was noted on this left ventricular (lv) lead. A decrease in pacing impedance measurement of 200 ohms was also noted after five days from wound revision. The lead only had two vectors for lead capture where five vectors lead capture was noted one day after revision. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received. There was loss of capture of more than two seconds. This was noted during lead testing post surgery and returned to normal measurements after twenty four hours. The patient has an active right ventricular (rv) lead. No surgical intervention was performed. No adverse patient effects were reported. The lead remains in service.